Manufacturer narrative:
The suspected vertek arm was received by the manufacturer for mechanical evaluation. As reported, the vertek arm is slipping after it has been tightened. The vertek failed a pull down force test of about 10 lbs. It should have held up to 14 lbs. The mechanical malfunction-will no longer tighten has directly caused event.

Event description:
A medtronic representative reported one of the joints on the site's vertek arm slips, even when it is tightened down. This alleged malfunction was reported outside the surgical theater and no patient was present.

Manufacturer narrative:
No patient was present at the time of the report the suspected device has not been returned to the manufacturer for evaluation.